Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the pump never helped the patient and was hurting him since implant; it hurt worse with the pump in. The patient's coccyx area had bad calcium build up and the pump would not help; this was diagnosed (B)(6) 2017. The patient was being admitted to another hospital for pain. He was no longer seeing his implant doctor. The patient wanted to have the pump removed but his doctor refused to take the pump out. The patient was talking with a surgeon on this report date about removing the pump; they were doing magnetic resonance imaging. The patient was not sure if the pump was even functioning at the time of this report. No further complications were reported.